Manufacturer narrative:
Service was on site (B)(4) 2011. The field service engineer (fse) discovered that the leak was coming from the peristaltic pump tubing running through the wash buffer transfer pump. The fse replaced the wash buffer transfer pump tubing along with all other tubing within the fluidics drawer of the dxi 800. The fse also replaced all aspirate probes and the associated tubing. The fse verified hardware by performing qc, which was within the established ranges. The fse also performed hsfoam/nofoam test, and the results were within instrument specifications. Hardware was the root cause of this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report a leak coming from unicel dxi 800 access immunoassay system. There was no exposure to the leak and no report of injury.